Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial this complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing evaluation of performance and safety outcomes of stratafix spiral monocryl plus suture. 71 patients unidirectional: 61 and bidirectional 4, postprocedural bleeding, at least one ICD-10-cm code for postprocedural hemorrhage or postprocedural hematoma as a primary or secondary diagnosis during the index admission where a study device was used. 45 patients unidirectional: 44 and bidirectional 1, wound disruption, at least one ICD-10-cm code for wound disruption as a primary or secondary diagnosis during the index admission where a study device was used. 23 patients unidirectional: 22 and bidirectional 1, at least one ICD-10-cm code for surgical site infection as a primary or secondary diagnosis during the index admission where a study device was used.